Event description:
Customer reported the system would not boot up and there is a loud noise coming from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a wire rubbing against the tube cooling fan. Ge representative re-routed the wire. Unable to reproduce the no boot problem. System operates as intended.